Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 545 mg/dl at the time of incident. The customer's blood glucose was 329 mg/dl at the time of call. The customer's spouse stated that they had symptoms of high blood glucose such as vomiting. The customer's spouse stated that they were wearing the insulin pump during hospitalization. The customer's spouse stated that they found an air bubble in the reservoir. The customer was advised to change the reservoir. The reservoir will not be returned for analysis.